Event description:
During a remote follow-up, undersensing episodes were observed on the device. Technical support was contacted and provided reprogramming recommendations. No intervention has been completed. The patient is stable with no consequences.